Manufacturer narrative:
Correction: please retract this report 2017865-2024-01987 because the product cannot be implanted due to patient anatomy and there is no known product malfunction.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead was used was unable to be implanted due to operation issue. The rv lead was removed and replaced. The patient was in stable condition.